Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was associated with an infection and erosion due to skin necrosis. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.